Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue related to the remote alarm connector was observed. The device's interface board was replaced to address these issues.